Event description:
It was reported that the patient's right atrial (ra) lead had exhibited elevated thresholds. The physician elected to explant and replace the ra lead. No patient complications have been reported as a result of this event.